Manufacturer narrative:
Device is used for treatment not diagnosis. No investigation could be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. Placeholder.

Event description:
Synthes (B)(6) sales consultant (B)(6) reported to synthes (B)(4) trauma product manager the following event occurred during a revision surgery for mal-union of sub-talar fusion. During revision surgery 7.3mm cannulated screws x 2 were removed intact and 2 new screws were implanted. During procedure, surgeon was using 2.5mm drill bit to bloody and prep the calcaneus for fusion and the drill bit broke. Both pieces were recovered and no extension of time was needed for the procedure. The surgery was completed using a same or like product. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
The manufacturing date was 04/2013.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: a review of the device history records show that orchid unique manufactured the 2.5mm drill bit/qc/gold/110mm, p/n 310.25, and lot number u168994 on synthes purchase order 1528701. There were no mrr¿s, ncr¿s, or complaint related issues with this lot. The results of the product development evaluation are as follows: one 2.5mm drill bit/qc/gold/110mm (part #310.25, lot #u168994) was received for evaluation with complaint category "broke during insertion/removal" and complaint description "surgeon was using 2.5mm drill bit to bloody and prep the calcaneus for fusion and the drill bit broke." The returned drill bit was returned in 2 pieces. The fracture is located approximately 20mm from the distal tip and is angled at approximately 45 degrees which implies off axis forces caused the fracture. The product drawing was reviewed during this evaluation. The drill bit is made from 440a stainless steel which is an appropriate material for a drill bit. The design is a standard two flute design, with appropriate heat treatment, passivation and titanium nitride coating. The drill bit is designed to drill a hole of 2.5mm diameter, but is not designed to ream or mill. This complaint was caused by misuse. Therefore, this complaint is invalid from a design perspective.